Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the needle was able to primed, fire, and obtain samples without issue. However, visual inspection of the needle noted that the needle tip was slightly dull. Therefore, the investigation is confirmed for the identified dull needle. However, as the device passed all functional testing the investigation is unconfirmed for the alleged intermittent sampling issues. The investigation will remain inconclusive for the alleged difficulty to remove and difficult to insert. The device passed in house functional testing, however, as patient conditions could not be adequately reproduced the investigation will remain inconclusive for both the alleged insertion and retraction difficulty. The identified dull needle likely contribute to the reported insertion difficulties and retraction difficulties. Additionally, the root cause of the alleged sampling issues, as well as the identified dull needle, could not be determined based upon the available information. The definitive root cause for all reported and identified failure modes are unknown as it is unknown if patient and/or procedural issues contributed to the reported issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the needle of the device was allegedly difficult to remove from the patient, allegedly difficult to reinsert into the patient, and allegedly failed to obtain samples intermittently. It was further reported that a coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the needle of the device was allegedly difficult to remove from the patient, allegedly difficult to reinsert into the patient, and allegedly failed to obtain samples intermittently. A coaxial was used and another device was used to complete the procedure. There was no reported patient injury.